Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 60" (152cm) 0.49 ml, smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp where it was reported the caregiver hooked up a patient's morphine on a chemo syringe line that was available. They started the infusion and mom noticed that the peripherally inserted central catheter (PICC) line lumen had blood in it and the line was dripping blood and fluid at the spiros. They then stopped the infusion and had another nurse come and assess the tubing as well. There was blood pooling in the bottom of the spiros and couldn't get it to infuse. They then flushed the PICC line to ensure it still flushed and drew back, which it did. The reporting caregiver got new tubing and re-dosed the medication, and it worked beautifully. There was patient involvement and no adverse event/injury.

Manufacturer narrative:
The device was received for evaluation as received an unknown solution inside the set was observed. No additional damage or anomalies were observed. The returned set was tested with black dye and a leak from inside the spiros was found. Once the sample was dissembled a deformed o-ring was found, no additional damage or anomalies was found. Complaint of leaks can be confirmed. The probable cause is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.